Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was unknown. The customer was reported that the insulin pump had trace pointers were invalid alarm. The customer was able to clear and rewind the insulin pump. The customer also reported that customer was declined to troubleshoot for other pump errors. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored without the test energizer battery inside the battery compartment and reinsert it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm or history pointers failed or trace pointers are invalid alarm noted.